Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use, the bd vacutainer® plastic tube 13x75mm 2.5ml was found to have foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "the tubes have small dark flecks/spots in them." The flecks were observed before use."

Event description:
It was reported before use, the bd vacutainer® plastic tube 13x75mm 2.5ml was found to have foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "the tubes have small dark flecks/spots in them." The flecks were observed before use."

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-09-23 . H.6. Investigation summary: catalog number: 366702. Batch number: 2119168. Bd received one photo and 33 samples from the customer in support of this complaint. The samples and photos were evaluated and the issue of embedded foreign matter was observed. Additionally, 30 retention samples from the bd inventory were subjected to a visual inspection and the issue of foreign matter was observed. Therefore, bd is able to confirm that the defect is embedded foreign matter from the photo and customer sample results and the retain sample testing. Bd determined the root cause for the reported issue of foreign matter is attributed to the manufacturing process. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.